Event description:
The device was returned to baxter for service. During testing, the baxter technician reported an infusion pump with a calibration condition with the air in line printed circuit board (ail pcb). According to the hospital representative, no patient injury or medical intervention has been reported related to this device. No additional information is known.

Manufacturer narrative:
Evaluation summary: evaluation of the device was completed by the baxter repair technician. Inspection of the device revealed the ail pcb was out of calibration and therefore caused the failure code 810:04 on channels b and c. The ail pcb was recalibrated and the device was tested by the repair technician.